Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the gas flow display on the electronic pt gas system (epgs) was not correlating to the blender. One reads four (4) liters/minute and the other shows one (1) liter/minute. The device as not changed out as the perfusionst was able to finish the case with this uni. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.